Event description:
The patient contacted lifescan alleging that the test strips failed using the control solution. There is no information on whether the patient experienced any symptoms at the time of testing. The patient contacted a physician for advice and was advised to use their other meter. Some of the dimensions of the test strips were not accurate, since the patient was having difficult time inserting those strips into the meter. The control solution was opened less than three months ago. Customer service sent the patient replacement meter and testing supplies. The complaint is being documented as a malfunction, since the dimension of the test strips were incorrect.